Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery could not be charged. Subsequently, the customer was hospitalized with a blood glucose (bg) level of 500 mg/dl. Customer was treated with intravenous insulin and saline. The duration of the hospitalization was not provided. The customer reverted to an alternate method of insulin therapy. Multiple follow up attempts were made by tandem technical support to obtain additional information, however, a response from the customer was not received.